Event description:
On (B)(6) 2008, a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. A follow up cta on (B)(6), 2008, showed the device in the desired location, with no endoleaks and a reduction in the size of the aneurysm. A follow up cta on (B)(6), 2014, showed the trunk component to have migrated 4cm distally. No endoleaks were seen and the aneurysm had decreased in size by an unknown amount. On (B)(6), 2014, the patient was taken to surgery. The device was explanted and a dacron graft was implanted in the aorta. The physician described the aorta as extremely friable. Two days following this surgery the patient expired from a rapid onset and progression of renal failure.

Manufacturer narrative:
Medications: asa, losartin, atenolol, dilaudid and sublimaze.results: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to component migration.